Manufacturer narrative:
Section e reported by distributor to (B)(4) issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this pb980 ventilator failed the extended self test (est) circuit pressure test. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Based on est failure codes, sp replaced the exhalation valve assembly(eva). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One eva was returned to medtronic for failure investigation. A visual inspection of the returned eva found the pressure tap connector was missing from the eva. The eva was attached to test ventilator without the pressure tap and found the unit failed pressure sensor cross check at calibration. A pressure tap connector was taken from another test ventilator and used for analysis. The unit then failed circuit pressure test portion of est. After a thorough investigation, a faulty autozero solenoid (so1) on the exhalation sensor printed circuit board assembly (pcba) of the eva was identified. Analysis determined the exhalation sensor printed circuit board assembly (pcba) of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was isolated to a faulty autozero solenoid (so1) on exhalation sensor printed circuit board assembly (pcba) of the eva. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the extended self test (est) circuit pressure test. The ventilator was not in use on a patient at the time of the reported event.